Manufacturer narrative:
Corrected information has been provided in sections b.2 and h.6. Upon further review, this report of recognition problem of a laser probe by the ophthalmic system is not to be considered a reportable malfunction because a serious injury has not occurred and it is not likely that a recurrence would result in serious injury. The system is equipped with two ports which allows for a backup option to continue with surgery with no impact to the patient. Hence this complaint does not meet the criteria for regulatory reporting. Therefore, no further reports have submitted under manufacturer reference number: 2028159-2026-00087. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that recognition problem of a laser probe by the console occurred during surgery. The surgery was completed after replacing with another one. The involved eye and the patient identifier are not available. There's no patient harm.